Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed high capture threshold and high pacing impedance on the right ventricular (rv) lead. On 5 jan 2024, the physician elected to cap and replace the rv lead. The patient condition was stable following the procedure.